Event description:
It was reported that the patient experienced an allergic reaction after using the product.

Manufacturer narrative:
Our investigation did not reveal any manufacturing or material deviations.